Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at electronic assembly. No constant tone alarm or vibration anomaly during testing was noted. Device had a scratched display window.

Event description:
The customer's mother reported via phone call that the customer was at the pool and the insulin pump in a zip lock bag but got wet in the cooler. Mother stated that fluid could be seen under the lcd display and the device is vibrating and has a constant tone without an alarm or alert. Blood glucose value was 236 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.